Event description:
A malfunction was reported with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in the reset, and confirmed that the malfunction did not recur. The customer understood and was instructed to continue using the pump, with advice to reach out if any issues arose again.